Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (91 kgs, 170) underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During an intervention of atrial fibrillation ablation, after transseptal puncture and after mapping of the left atrium, the patient's blood pressure dropped below the allowed limit. An emergency cardiac ultrasound was performed, and it was found that the patient had epicardial fluid. The intervention was interrupted, and the ablation catheters were withdrawn from the patient's body. There were patient consequences. The patient was hospitalized. The adverse event occurred on (B)(6) 2022. This adverse was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. Intervention provided was for atrial fibrillation. The patient outcome of the adverse event is improved. The patient did require extended hospitalization due to the event; two days for the ultrasound evaluation and to analyze if epicardial fluid is still accumulating. A stockert generator was used. A transseptal puncture was performed with a medtronic brk needle. Prior to noting the pericardial effusion, ablation was not performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used, the flow setting was 2 - 30 ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Vector force visualization features were used. The visitag module was used, parameter for stability was > 2. Additional filters used with the visitag were force, time, and power. Average color option was used. An epicardial puncture was performed to remove the epicardial fluid. The epicardial fluid removal procedure was successfully performed. The patient was discharged from hospital after 4 days, in good condition. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-dec-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 71-year-old male patient (91 kgs, 170) underwent a afib ¿ paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30801042m, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).